Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient reported that there was leakage at site. The infusion set was used for two days. No further information was available.